Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the exact date of the weight loss was unknown- it was gradual after implant because the patient was able to exercise more due to her pain relief. The patient underwent a panniculectomy on (B)(6) 2018 and the pump was reanchored to the fascia in a new location at that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that pump was flipping in pump pocket. The environmental/external/patient factors that may have led or contributed to the issue was that patient lost significant weight since implant. Surgery was scheduled to remove excess skin/fat from abdomen and reposition the pump on (B)(6) 2018. At the time of this report, the issue was resolved and patient status was alive- no injury. The patient¿s medical history included chronic pain. No further complications were reported.